Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device was received and evaluated. Visual observation reveals that the suture was cut and wrapped around the inserter confirming that the device has been used. However, there was no anchor returned with the device since the incomplete device was returned, and no anomalies were observed on the inserter, we cannot confirm that there was any device problem. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified per qlik query. At this point in time, no corrective action is required, and no further action is warranted. The device will be stored in a secured area and discarded per procedures. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via cst that before shoulder repair by using gryphon p br ds anchor with orthocord, during sterile processing and field inspection, the rivet was separated from the suture when opened. It was mentioned that the event did not occur during internal service activities such as calibration. There was no impact, rehabilitation and discharge for patient. It was unknown whether medical intervention was required or not.